Event description:
The user facility reported that the angio-seal did not work, everything was removed without the anchor deployed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube and packaging. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The carrier tube was returned in the forward lock position. The bypass tube was not returned, and the anchor was visible at the distal tip. No other damage or issues with the device were identified. The complaint could be confirmed for bypass tube detachment. The exact root cause could not be determined. The likely cause was determined to have been bypass tube detachment during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).